Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6), the day of her implant surgery, the patient said hcp (healthcare provider) discovered a huge hematoma and an infection, which left 2 deep wounds, one at 5 cm and the other a couple cm (centimeter) long. Patient¿s husband was asked to do the packing of the site twice a day. She was healing but still goes to the nurse to address bandage and cleaning for the site. The healthcare provider have not called patient since. She kept switching settings with manufacture representative for 2 weeks and her trial was extended for 3 weeks. On the 3rd week and 4 days, the patient said the site was bleeding a lot and she even took a picture of it to show hcp. The patient dismissed her doctor. The patient reported a hematoma in the conversation during her trial period. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.